Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula bent event on (B)(6) 2024 , after 3 or more hours of insertion. Insertion site was abdomen. Infusion set had been used for 2 days. The blood glucose level was 850 mg/dl. Patient went to emergency room and hospitalization on (B)(6) 2024 . Ketones were present in patient. Healthcare professional identified that ketones level was dangerous and life threatening. Therefore, patient was treated with insulin every hour in the intensive care unit, also treated with intravenous, fluids of saline and insulin. Patient was released from hospital on (B)(6) 2024 . Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.